Manufacturer narrative:
We have not received the complaint device for investigation. Hence, we could not conclusively determine the root cause of the failure. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. No further actions are required at this time. Lemaitre will continue to review and monitor all events though the use of lemaitre quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
After completing valvulotomy, surgeon realized that one of the blade of the hydro lemaitre valvulotome dislodged from its retainer weld. There was no harm to the patient as the result of this incident.